Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was having difficulty with recharging her implanted neurostimulator (ins). The pt was not able to get any coupling bars. It was noted that the pocket site was swollen. The antenna locate feature was attempted with the highest result around 30. Charging was attempted with a different recharger, but was unsuccessful. The pt had not been able to obtain coupling since implant. It was noted that the ins was able to interrogate with the clinician programmer and the pt programmer. On (B)(6) 2011, a pocket revision took place; the physician and pt decided to replace the ins as they believed it was faulty. Add'l info has been requested, but was not available as of the date of this report.